Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted customer care due to an insulin occlusion alert. The patient reported that blood glucose levels increased to greater than 200 mg/dl and stated that a meal announcement was made in an attempt to address the elevated blood glucose. The patient was provided information regarding the occlusion alert and was advised not to use meal announcements to treat elevated blood glucose levels. The patient was instructed, through device notifications, to resume insulin delivery and to continue monitoring blood glucose levels, with instructions to call back if further issues occurred. Blood glucose levels were affected during this event, with reported elevation above 180 mg/dl for approximately one hour. The patient did not perform ketone testing, did not receive professional medical intervention, did not require additional assistance, and did not experience any immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.